Manufacturer narrative:
Follow-up # 1 (07/08/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the test strips were tested and the primary complaint was not confirmed. On (B)(6), 2011 the meter was tested and passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate reading on his one touch vita meter. The patient also is on a pump and claims that he has had the pump and the subject meter for a week now and noticed some inaccurate readings. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. The patient mentioned that on the night of (B)(6) 2011 at around 9:00pm, he had done back to back test and obtained a 520 mg/dl and a 200 mg/dl. He took insulin based on the alleged readings. Approximately four hours later, he developed symptoms where he felt sweaty, dizzy and collapsed. His wife tested his blood glucose and obtained a 36 mg/dl and then treated him with sugar. He felt better within 20 minutes. He did not seek any further medical attention or contact his physician for assistance. The patient wanted the meter replaced. The patient did not want to further troubleshoot with the customer care advocate(cca). Product was replaced. The complaint is being reported since the patient alleged that due to the high readings, he took an increase dosage of insulin and later developed symptoms suggestive of a serious injury and had to be treated with sugar by his wife.

Manufacturer narrative:
The 510 (k) # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.